Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, it was difficult to maintain the eye pressure. The case was completed. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The vacuum manifold and pneumatic connector were replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on june 29, 2005. Based on qa assessment, the product met specifications at the time of release. The vacuum manifold and pneumatic connector were received for evaluation. The returned samples were not evaluated as the samples were replaced as a preventative measure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).